Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, the dorsal plate and screws were removed in a revision surgery on (B)(6) 2022 to reduce pain and assist with healing of the incision site. Additional information indicates the patient's bones were completely fused, removal of the dorsal plate and screws helped with healing of the surgical site. No devices were returned for evaluation. The device history records were reviewed and no non-conformances or issues during the manufacture or release of the devices were identified that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, the dorsal plate and screws were removed in a revision surgery on (B)(6) 2022 to reduce pain and assist with healing of the incision site. There were no deficiencies or malfunctions alleged/found with any tmc device.